Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 300 mg/dl to 400 mg/dl at the time of incident and current blood glucose was 380 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer was alleging the pump of under delivery because the blood glucose value was not coming down with use of pump. The customer was treated with manual injection. Customer will be returned device for analysis.